Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and deploy or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported the cannula was not properly inserted and the following blood glucose and insulin history is as follows: (B)(6).